Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported broken cable issue was not confirmed. The returned product did not exhibit a broken cable. The instrument passed external an internal visual inspection. No cable issue was identified. Additional unrelated observation(s) not reported by site: the instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause for the reported broken cable could not be determined as there was no cable related issue identified during failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.